Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residue was found on the suction irrigator. There was no patient involvement.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: customer noticed mysterious white powder on suction irrigators. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be extreme shipping conditions, incorrect or inadequate packaging, improper storage. (B)(4).

Event description:
It was reported that residue was found on the suction irrigator. There was no patient involvement.